Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose level was 50 mg/dl at the time of incident. It was unknown whether customer was using auto mode feature at time of low blood glucose event or not. Customer stated blood glucose not received. The insulin pump will not be returned for analysis.